Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged wound odor requiring antibiotics is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has multiple comorbidities. The device passed quality control specifications before and after patient placement. Device labeling, available in print and online, states: warnings. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Wound infection. Call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever. Your wound is sore, red or swollen. Your skin itches or you have a rash or redness around the wound. The area around the wound feels very warm. You have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions. The v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 10-mar-2022, the following information was provided to kci by the patient: there was allegedly an odor coming from wound and an alternate dressing was utilized. On 24-mar-2022, the following information was provided to kci by the nurse practitioner: on 08-mar-2022, a wound odor was reported during a telephone health visit and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on hold. On 2-mar-2022, the patient was seen in the office and the odor was still present. The patient was started on antibiotic therapy with no culture performed to confirm infection. No additional information was provided. On 22-feb-2022, the device was tested per quality control procedure by kci service center, and the device passed and met specification. On (B)(6) 2022 , the device was placed on the patient. On 07-apr-2022, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.